Manufacturer narrative:
A review of the complaint history record was performed, for the sn#: (B)(6). Which did not confirm, similar complaints with the same or related failure mode for this customer. A review of the device history record showed, the device had a manufacture date of 03may2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn#: (B)(6) was performed. Which confirmed, that this device was not involved in a production failure. Which correlates to the customer reported issue.

Event description:
It was reported by the customer, that the device was broken/damaged. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported by the customer that the device was broken/damaged. There was no patient involvement.

Event description:
It was reported by the customer that the device was broken/damaged. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that device is affected by r063 v9.19.1.2 software recall. Upgraded device software from version 9.19.0.18 to version 9.19.1.2 as per procedure. Replaced corroded left/right iuis, missing power cord strap, damaged rear case, unresponsive keypad, cracked upper retainer, network panel, and power cord retainer. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 03may2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable root cause of the reported issue was due to maintenance issue of the iui - corrosion. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.